Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at a physical therapy appointment when the therapist noticed she was grumpy, disoriented, and lethargic. Emergency medical services (ems) was called and the patient was taken to the emergency room (ER). At the ER, the patient¿s bg meter reading was between 300-338 mg/dl while the cgm was reading 105 mg/dl. The patient was experiencing dizziness and was diagnosed with diabetic ketoacidosis (dka). The patient was treated with insulin injections and discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2026-145062 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.